Manufacturer narrative:
Concomitant medical products: product ID: 8590-9, lot# n280004, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4),implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6). (B)(4).

Event description:
A company representative reported that as per a physician the patient was currently receiving compounded baclofen with concentration 250 mcg/ml via their implanted intrathecal pump at a dose rate of 127 mcg/day. The drug lot number of compounded baclofen and therapy dates were not reported. The indication for use regarding the pump was intractable spasticity and multiple sclerosis. The patient experienced increased spasticity. The change in therapy / symptoms was described as having suddenly occurred vs. Gradual. The patient was hearing the critical pump alarm every 10 minutes. Upon initial interrogation of the pump, a motor stall occurred as per the pump's event log. The motor stall occurred on (B)(6) 2015 at 23:00. The patient was at home at the time of the motor stall. No electromagnetic interference (emi) was present and the patient did not have an MRI recently performed. The patient has been taking oral baclofen. Regarding intervention taken to resolve the event, they attempted to interrogate the pump twice to restart the pump; both attempts failed. No further information was available. Additional information requested included therapy dates and drug lot number of compounded baclofen, other medications the patient was receiving at the time of the event, medical history, and actions/interventions taken to resolve the event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).